Manufacturer narrative:
Photo received showing an implanted iol. The toric axis markings can be seen on edge of optic. The haptic gusset junction can also be seen, the markings appear to be within specification. Based on our observation of the attached photo, the reported complaint cannot be confirmed. A definitive determination of lens condition cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the toric mark on the optic seemed to be in an unusual position. Normally, the mark was located at the base of the haptic, but for the product in question, it seems to be marked slightly outward. The surgery was performed and completed without product replacement additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).